Manufacturer narrative:
On 01-oct-2025, new questionable elecsys hbsag ii results from a patient sample tested on the cobas e 801 analytical unit were reported. The initial result using the reported reagent lot number (835045) was 0.55 cut-off index coi (negative). The initial result using a new reagent lot (852779) was 0.379 coi (negative). The polymerase chain reaction (pcr) result from another facility was "reactive". This patient sample was requested for investigation.

Manufacturer narrative:
The patient sample was received for investigation. The investigation tested the patient sample with the elecsys hbsag ii assay. The investigation confirmed the customer's negative elecsys hbsag ii and the negative polymerase chain reaction results. The patient sample was insufficient for further investigation. The elecsys hbsag ii is performing according to specifications. The investigation did not identify a product problem.

Event description:
The initial reporter received a questionable elecsys hbsag ii result from a patient sample tested on the cobas e 801 analytical unit. On (B)(6) 2025, the result from the analyzer was repeatedly negative (0.866 or 0.87 cut-off index; this result falls within the questionable zone of >/= 0.9 and < 1.0 coi). On (B)(6) 2025, the result from an abbott alinity analyzer was positive (confirmed by neutralization; 110.82 signal-to-cutoff s/co at 100% neutralization; 0.38 ui/ml hbsag concentration). The polymerase chain reaction result was negative.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation included a review of the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. The investigation is ongoing. The patient sample was requested for investigation.